Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the reported allegation was unable to be confirm. It was revealed that the error log period of time that corresponds with the occurrence was incorrectly recorded. The device's main board was replaced to resolve the issue.